Manufacturer narrative:
Field service examination of the device revealed no malfunctions. The pump was configured by the user to stop in the event of certain sensor readings. It is likely that a high pressure event in the extracorporeal circuit triggered a pump stop. Within 15 seconds, the high pressure condition was resolved and the pump began operating again.

Event description:
During cardiopulmonary bypass, the centrifugal pump stopped operating for approximately 15 seconds. Pump function was then restored. There was no adverse consequence to the patient as a result of this event.